Manufacturer narrative:
Additional devices included on this report are as follows: catalog #pla320400j/ serial #(B)(4)/ UDI #(B)(4). Catalog #plc161000j/ serial #(B)(4)/ UDI #(B)(4). Catalog #pxc141400j/ serial #(B)(4)/ UDI #(B)(4). Catalog #pxc121000j/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Date of event: as the date of aneurysm enlargement identification and device explant is reportedly unknown, the date of event has been estimated as the earliest date reported: (B)(6) 2015. Other relevant history, including preexisting medical conditions: asked but unavailable if explanted, give date: as the date of device explant is reportedly unknown, the explanted date for the devices has been estimated as the earliest date reported/date of event: (B)(6) 2015. Concomitant medical products and therapy dates: asked but unavailable. A review of the manufacturing paperwork for all devices verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement and surgical cut down, bypass, or conversion.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses. On an unknown date, aneurysm enlargement was observed (amount unknown). The cause was reportedly unknown. All gore® excluder® aaa endoprostheses were explanted and replaced using a y-graft. The left distal end of the y-graft was anastomosed at the patient's left common iliac artery. On an unknown date, after all gore® excluder® aaa endoprostheses were explanted, left common iliac artery aneurysm enlargement was observed. Gore devices were not involved in the left common iliac artery aneurysm enlargement as all gore devices had been explanted. On (B)(6) 2021, a gore® excluder® aaa contralateral leg component was implanted in the patient's left lower limb to treat the left common iliac artery aneurysm enlargement. The patient tolerated the procedure.